Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. The customer tested on her meter at 9:30 a.m. With a result of 7.8 inr. The result from the laboratory at 12:00 p.m. Was 4.39 inr. The customer was not experiencing any symptoms related to high inr. The customer's coumadin was held based on the laboratory result. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to the device. The customer does not have lupus or anti-phospholipid antibodies. The customer was hospitalized for 3 days due to congestive heart failure and atrial fibrillation symptoms on (B)(6) 2019. There was no allegation that this event was due to the results from the device. The customer was sent home with lovenox for 2 days. At the time of the discrepant results, she had been off the lovenox for approximately 1 week. The customer has had some diet changes and recently started taking an iron pill due to anemia, potassium and an unspecified thyroid medication. The customer was taking an increased dosage of lasix for 2 days; the customer is currently taking her normal dose. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. During review of the meter memory, the alleged result from (B)(6) 2019 of 7.8 inr is listed as 7.6 inr. Retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 1.1 inr, qc 2: 1.1 inr, qc 3: 1.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.